Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the s-ICD was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker's battery had decreased from three and a half years remaining to one and a half years remaining over the course of one year, thus premature battery depletion was suspected. Analysis of the device's memory by engineering found that the power consumption of this device has been increasing during the past year and is expected to continue to increase. Device replacement was suggested. The pacemaker remains in service and no adverse patient effects were reported.